Event description:
The patient was implanted with only one lead. The new ins was having an effect but now two leads may be needed. Reprogramming has been effective. The devices were not in question.

Event description:
The patient received no stimulation and the device has not worked since implant. There had been programming errors for the first year (left side programming instead of right side). There was suspicion that there was something wrong with the connections even though the impedances were all between 452 to 690 ohms. The current when doing the impedance check was low, all lower than 20ma. With regards to therapy measurements at 2v on the correct electrode the readings were 389 ohms and 57ma. The impedance measurements were greater than 4,000 ohms when using electrodes: c, 0, 1, 2 and 3. Eventually the device seemed to have an effect in suppressing tremor at 3v. The ins was explanted.